Manufacturer narrative:
Eval summary: the analysis results for the el5ml device found that it was returned in good physical condition. The device was cycled, and the cam broke producing a malformed clip, the remaining clips were ejected due to the cam condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device would not fire clips. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.